Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign - japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill fractured during use. There were no consequences or impacts to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d9; g3; g6; h1; h2; h3; h4; h6; h11. H6: component codes - recommend drill. A visual inspection was conducted on the returned drill. The drill shows signs of attempted use including marking and scratching on the drill body. Further inspection shows that the drill has fractured near the middle of the fluted portion of the drill. The device was reviewed with scanning microscopy. Significant post- fracture smearing reduced the available area for analysis. Fracture surface artifacts of ductile dimples suggest the overload failure. Semi-quantitive eds elemental analysis found the material to be consistent with 440 stainless steel alloy. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.